Event description:
It was reported that the pump touchscreen was unresponsive. There was no impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.